Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported separation during a patient infusion. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe 0.9% sodium chloride injection, usp lot 8081617 exp 2021-03-31. The customer's report that the pca set separated was not confirmed; however the report of leaking at the y-site was confirmed visual inspection showed no anomalies. Functional testing showed a leak from the engagement between the bottom/exit of the y-site and the smallbore tubing. The root cause of the customer's report was identified as insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported separation and leaking at the y site during a patient infusion of hydromorphone. There was no patient harm.